Event description:
Reporter alleged she obtained a result of 160 mg/dl on the aviva system and took ½ a unit of humalog insulin. Reporter stated that about 10 minutes later, she began feeling hypoglycemic. Reporter stated she drank juice, then ate a date and almond before she passed out. Reporter stated her husband treated her with glucose liquid while she was passed out and she recovered. No other actions were reported taken or treatment received. Reporter also alleged, that on another day, she obtained the results of 168 mg/dl, 246 mg/dl, 81 mg/dl, and 71 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated that she ate something after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter is out of the strips, so no product will be returned for evaluation.